Manufacturer narrative:
(B)(4). Eval, results: (mi).

Event description:
Pt received a 3.5mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the mid rca. Stent implant was successful. However, it was reported that 1 day post index procedure the pt suffered an mi. Investigator reported that the event was possibly related to the study stent and probably related to the procedure. The pt is reported to be recovered. No other clinical sequelae were reported.